Event description:
Customer reported experiencing a high blood glucose level, with the highest recorded being 180 mg/dl, obtained using both cgm and a bg meter. There was no adverse impact to the customer's blood glucose level as the value was within the normal range. The customer took corrective actions by administering a correction bolus via pump and followed additional instructions from the technical support team, such as inspecting the infusion site, tubing, and connections. Technical support recommended discussing potential issues affecting blood glucose levels with a healthcare provider, and the customer was advised to replace supplies as necessary and continue insulin therapy.